Event description:
A customer contacted global technical services regarding a check your position alarm that appeared on the homechoice (hc) unit during fill 1. The home patient (hp) reported there was air in the patient line due to a closed clamp. The technical service representative assisted the hp with ending therapy. The hp will restart with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient to obtain additional information regarding the report of excessive air in the line (B)(6) 2010. The patient stated she had discarded the supplies after therapy, and did not know the lot number. There was no patient injury or medical intervention indicated. The patient reported that a month ago she transferred to hemodialysis and had her catheter removed (B)(6) 2010. Patient did not have any injury or harm as a result of this incident. The patient discarded the supplies after therapy, and did not know the lot number. The lot number was unknown therefore a batch review was not performed.

Event description:
Subsequently, boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for device replacement. Additionally, a separate rv pace/sense lead was implanted and surgically capped for future access.